Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the doctor was impacting the trial and the size 5 11mm trial was chipped. Nothing was affected by the trial chipping.

Manufacturer narrative:
An event regarding chipped triathlon standard insert trail was reported. The event was confirmed. Method & results: -device evaluation and results: a visual inspection confirmed the reported event. The device was fractured and showed gouging along the distal rails. -medical records received and evaluation: not performed as clinical factors did not contribute to the event. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there has been (B)(4) other event for the lot referenced. Conclusions: the investigation concluded the reported event is the result of a design issue. To address this issue, a design change occurred in 2010 to obsolete this product and create a new replacement product. No further investigation is required at this time. Stryker reserves the right to re-evaluate this investigation if additional relevant information becomes available.

Event description:
It was reported that the doctor was impacting the trial and the size 5 11mm trial was chipped. Nothing was affected by the trial chipping.

Manufacturer narrative:
An event regarding chipped triathlon standard insert trail was reported. The event was not confirmed. Device evaluation not performed as no items were returned. Medical records evaluation not performed as clinical factors did not contribute to the event. All devices accepted into final stock conformed to specification. There has been 1 other event for the lot referenced. The exact cause of the investigation could not be determined as the product was not returned for inspection. Based on the event description, it is believed this event is related to similar confirmed events that concluded the root cause to be a design issue. To address this issue, a design change occurred in 2010 to obsolete this product and create a new replacement product. No further investigation is possible at this time.

Event description:
It was reported that the doctor was impacting the trial and the size 5 11mm trial was chipped. Nothing was affected by the trial chipping.